Event description:
On 07/07/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1915ft suture anchor broke. This occurred during a quadricipital knee tendon repair. When it was placed, it broke before it was completely in place.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the anchor had broken off of the shaft of the device. Refer to attachment. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.